Event description:
It was reported that the user experienced dexcom g7 signal loss on the ilet only, consistent with intermittent communication failure, and the agent instructed the user to toggle from 6 to 7 and re-pair the sensor to the ilet, advising up to 30 minutes for reconnection. Symptoms included no clinical signs, symptoms, or conditions, and blood glucose was not affected. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem found, with the issue characterized as intermittent communication failure potentially involving the antenna or related electrical and magnetic components. It was concluded, based on previously established findings for similar reports, that no problem was detected and cause was user environment or transient wireless interference leading to temporary loss of sensor signal.